Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
08/25/2025 - (B)(6) - 09:07 pm cst. Pt stated they got a low today while at the gym. Pt ate a less than normal meal and alerted a usual from habit which can explain why the bgs went low. Pt is eating less from a side effect of a medication and states he will be eating less for the time being. Agent went over every time the pump goes low, it will adjust the amount of insulin given. Pt was disconnected while at the gym. Pt saw on his dexcom app that the lowest he went to was 52 and the lowest the pump saw before getting out of range was 67. Pt treated with two glucose tablets when he saw the low bg on his phone. 52 was the lowest. Pt has no further questions and bg was unaffected during time of call.